Manufacturer narrative:
The device was further evaluated by physio control. The customer received a replacement device. The reported failure that the device is unable to power on was verified and duplicated. The root cause of the reported issue is determined to be the shortened capacitor c76 on the digital pcb.

Event description:
A third party agent customer contacted physio control to report that their customer's device had a non-critical issue. Upon initial evaluation, physio control observed that the device had would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party agent customer contacted physio control to report that their customer's device had a non-critical issue. Upon initial evaluation, physio control observed that the device had would not power on. There was no patient use associated with the reported event.